Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced major bleeding in the mediastinal/thoracic cavity. The patient received a transfusion of concentrated red blood cells on (B)(6) 2026 that totaled not less than 16 units. Their prothrombin time was 1.2 iu as of (B)(6) 2026. Their activated partial thromboplastin time was 33 seconds, and their platelet count was 9.5 ×104/l. The cause of the bleeding was associated with implantation.